Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple alarms occurred. Customer was unable to clear the alarms and reverted to a previous pump for insulin therapy. Customer¿s blood glucose level was 185 mg/dl.